Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: there was no evidence of short battery life observed in the pump's black box, however there were multiple pump reboot events on 05/13/2015. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. The battery cap and compartment threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery compartment threads were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.